Event description:
A customer observed repeatable false positive troponin I results on samples from a patient. Falsely elevated results may lead to inappropriate physician action. The biased result was reported to the physician. Testing on an alternate method yielded results in the normal range. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that qc results were reported to be acceptable at the time of the event. Calibration results were typical compared to expected values. Testing at an alternate site yielded results in the normal range. Treating the sample with heterophilic blocking tubes gave results matching those from the alternate testing site. The device labeling lists a limitation of the procedures as "heterophilic antibodies in the serum or plasma of certain individuals are unknown to cause interference with immunoassays". The root cause of the falsely elevated results is the presence of heterophilic antibodies in the patient sample.